Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a coolflow® irrigation pump. The coolflow® irrigation pump did not change to high flow during the procedure. Another pump was used to complete the procedure. No patient consequences were reported. Additional information was requested. The response received confirmed that the system allowed the ablation but the flow did not change to high. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a reportable malfunction as it was confirmed that the system allowed the ablation but the flow did not change to high.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a coolflow® irrigation pump. The coolflow® irrigation pump did not change to high flow during the procedure. Another pump was used to complete the procedure. No patient consequences were reported. Additional information was requested. The response received confirmed that the system allowed the ablation but the flow did not change to high. The device was evaluated and no error was found. Device is within specification. The device was subjected to a preventative maintenance, safety and functional testing and all tests passed. No malfunction found on device. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).